Manufacturer narrative:
The initial MDR 2432235-2020-00373 was filed on 24-aug-2020. Additional information (01-dec-2020): siemens reviewed the available information and concluded that the service intervention by a siemens customer service engineer resolved the imprecision issue. The cause of the imprecision for the toxoplasma igg, toxoplasma igm and hepatitis c antibodies (anti-hcv) tests on an atellica im 1600 instrument is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed. Section h6 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that imprecision was observed for toxoplasma igg, toxoplasma igm and (B)(6) antibodies ((B)(6)) tests on an atellica im 1600 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the outer ring motor for a cuvette jam, checked the pickup of tips, checked the sample arm tube/incubator position, checked the reagent arm on the reagent packs/incubator, cleaned the wash ring and changed the pinch tubes. The cse also replaced the air pump, the manifold and the plunger of the sample arm. Siemens is investigating the issue.

Event description:
The customer contacted siemens to report that imprecision was observed for toxoplasma igg, toxoplasma igm and (B)(6) antibodies ((B)(6)) tests on an atellica im 1600 instrument. There are no known reports of patient intervention or adverse health consequences due to the imprecision that was observed for toxoplasma igg, toxoplasma igm and (B)(6) antibodies ((B)(6)) tests.